Manufacturer narrative:
This supplemental report was submitted to provide the event date and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results and since no device was returned to the repair center, the cause of the reported error code e226 and e216 could not be conclusively determined.

Event description:
Olympus (oekg) was informed that during procedure the customer discovered an e216/226 scope communication error with the visera elite ii video system center, the image disappears intermittently. The procedure was completed successfully with the same equipment. There was no extension of the procedure and no death or injury to the patient or other.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.